Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study with an implantable neurostimulator (ins) for other non-malignant pain and spinal pain. It was reported that the patient requested a reprogramming appointment secondary to increased lower extremity pain; the appointment occurred on (B)(6) 2016. It was noted that on (B)(6) 2017, the device had entered hibernation mode as the patient had not utilized the device in ¿several years¿, which had not been previously reported or documented to the hcp. The manufacturer representative was able to charge the device, but the device battery depleted 70% over two minutes. It was noted that the patient would resume use of the device as much as they could with the limited battery to determine if they would proceed with a battery replacement. The event was noted to have been related to the device or therapy, not related to the implant procedure, and due to patient non-compliance as they chose not to recharge. The therapy was resumed on (B)(6) 2017, along with reprogramming. The outcome of the event was noted to have been resolved without sequelae as of (B)(6) 2017. No further complications were reported/anticipated.